Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump was programmed for a secondary infusion of potassium phosphate 250mls, with an unknown concentration, to be infused at 42.ml/hour over 6 hours. Upon assessment of the drip chamber, the nurse observed the medication to be dripping at a faster rate. When the nurse paused the pump and then completely turned it off, the nurse observed the drip chamber to continue to steadily drip the medication. The pump module was changed and the medication continued to drip too fast. The tubing was changed and the issue resolved. There was no patient harm.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the pump was programmed for a secondary infusion of potassium phosphate 250mls, with an unknown concentration, to be infused at 41.7ml/hour over 6 hours.

Event description:
The customer reported that the pump was programmed for a secondary infusion of potassium phosphate 250mls, with an unknown concentration, to be infused at 41.7ml/hour over 6 hours. Upon assessment of the drip chamber, the nurse observed the medication to be dripping at a faster rate. When the nurse paused the pump and then completely turned it off, the nurse observed the drip chamber to continue to steadily drip the medication. The pump module was changed and the medication continued to drip too fast. The tubing was changed and the issue resolved. There was no patient harm.

Event description:
The customer reported that the pump was programmed for a secondary infusion of potassium phosphate 250mls, with an unknown concentration, to be infused at 41.7ml/hour over 6 hours. Upon assessment of the drip chamber, the nurse observed the medication to be dripping at a faster rate. When the nurse paused the pump and then completely turned it off, the nurse observed the drip chamber to continue to steadily drip the medication. The pump module was changed and the medication continued to drip too fast. The tubing was changed and the issue resolved. There was no patient harm.

Manufacturer narrative:
The customer¿s report that a secondary infusion was observed running faster than expected was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal intact and a 3rd party pivot latch screw on the door latch assembly. Analysis of the pcu event log shows that the pump module was infusing a primary infusion of 0.9% ns at 10ml/hr. At 2:42am on (B)(6) 2018 the user programmed and started a secondary infusion of potassium phosphate bolus, 30mmole / 250ml with a duration of 6 hours which made the rate approximately 41.7ml/hr. Approximately 27 seconds into the secondary infusion, the user interrupted the infusion by placing the device in a pause state. For the next few seconds the user restarted and paused the infusion several times, then discontinued the secondary infusion and reverted to the primary infusion of ns. The cause for terminating the secondary infusion early could not be ascertained from the log. The user stopped the primary infusion by opening the door, removing the administration set, and turning off the pump module. A minute later the pump module was removed from the system. The total recorded volume infused for potassium phosphate was 1.332ml. The volume recorded infused for the ns after the secondary infusion was terminated was 0.15ml. Rate accuracy testing was performed and the device was infusing within specification. The tubing set-up was not received for investigation. The root cause of the customer¿s report was not identified.

Event description:
The customer reported that the pump was programmed for a secondary infusion of potassium phosphate 250mls, with an unknown concentration, to be infused at 42.ml/hour over 6 hours. Upon assessment of the drip chamber, the nurse observed the medication to be dripping at a faster rate. When the nurse paused the pump and then completely turned it off, the nurse observed the drip chamber to continue to steadily drip the medication. The pump module was changed and the medication continued to drip too fast. The tubing was changed and the issue resolved. There was no patient harm.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump was programmed for a secondary infusion of potassium phosphate 250mls, with an unknown concentration, to be infused at 42.ml/hour over 6 hours. Upon assessment of the drip chamber, the nurse observed the medication to be dripping at a faster rate. When the nurse paused the pump and then completely turned it off, the nurse observed the drip chamber to continue to steadily drip the medication. The pump module was changed and the medication continued to drip too fast. The tubing was changed and the issue resolved. There was no patient harm.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.